Event description:
The hospital reported that they performed 20 defibrillations on a pt with one set of electrodes. The first five shocks were at 200 joules and progressively increased to 360 joules. On the 20th shock, there was an electrical arc and a flame emitted from a pad. The user reported that they were trying to treanimate pt with the 20 shocks. No furhter info is available. Kimberly-clark corporation and ballard medical products have no first-hand knowledge of the allegations, but are replaying info received from outside sources pursuant to federal regulations.